Event description:
It was reported that the lead was explanted due to noise. Externalized conductors were observed. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 45.5cm was returned for analysis. Internal insulation abrasion was noted at 10.0-11.5cm, 23.0-24.5cm, and 38.0-39.0cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 12.5-13.5cm from the lead tip. The etfe coating was abraded at this location.